Event description:
On (B)(6) 2012, the patient claimed she was inadvertently infusion with 200 units of insulin via the animas insulin pump. On (B)(6) 2012, the patient was alone with her (B)(6) grandson and reportedly had filled her cartridge with 200 units of insulin. Her daughter called the house and found out that the patient passed out. The daughter promptly contacted 911 for assistance. The paramedic arrived to find the patient was unconscious while the subject pump had an empty cartridge. The patient tested at 12 mg/dl and was taken to the hospital where she was treated with IV. Her blood glucose reading remained in the 30's mg/dl all night. In the morning, the patient was released when her blood glucose resolved to 146 mg/dl the next day. The patient went to the backup plan to manage her diabetes. During troubleshooting, the total daily dose matched with the basal and bolus amount. There was no record in the pump history of a 200 unit insulin bolus dosage on the day of concern. There was no product misuse. The reported issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported because the patient claimed she had a hypoglycemic episode and required medical intervention after the patient received an inadvertent insulin infusion issue from the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted: 12/14 /2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a force sensor calibration test confirmed that the force sensor was within specifications. The pump was opened for investigation and revealed the force sensor flex was damaged near the force sensor pin.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history on (B)(6) 2012 shows an "empty cartridge" alarm confirmed at 5:38pm, "a pump not primed" warning confirmed at 6:33pm and a rewind at 6:42pm, "a load cartridge" alarm, followed by a "no cartridge detected" warning at 6:47pm. There are no other rewind or prime steps noted on (B)(6) 2012 in the black box history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, moisture was observed in the display lens. Also unrelated to the complaint, evaluation revealed a leaking/cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.